Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during clinic follow up, this right ventricular (rv) lead exhibited high pacing threshold measurement. A chest x-ray was performed which showed lead fracture under the collar bone. Subsequently, a surgical intervention was performed where this lead was surgically abandoned. No additional adverse patient effects were reported.